Event description:
It was reported that the bd luer-lok¿ syringe with attached bd¿ blunt fill needle experienced scale marking issues. The following information was provided by the initial reporter: nurse removed from package and noticed markings on the syringe for measurement to calculate dosage the dosage calibrations label was incorrectly wrapped around the syringe. The label was incomplete.

Manufacturer narrative:
H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the syringe had excessive skewed scale with pre-dominantly missing scale markings. Potential root cause for the skewed scale defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with attached bd¿ blunt fill needle experienced scale marking issues. The following information was provided by the initial reporter: nurse removed from package and noticed markings on the syringe for measurement to calculate dosage the dosage calibrations label was incorrectly wrapped around the syringe. The label was incomplete.